Event description:
It was reported that during an unspecified procedure, the device twisted side to side. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the insulation of the insertion section discolored, loose and buckled. It was noted that the teflon jaw was jammed. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM confirmed the reported event. It is believed that the buckled outer sheath could be attributed to excessive force being used to insert and withdraw the device from the trocar.